Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that no insulin is flowing during priming and the non-patient end needle was noticed to be bent. Event description per snow case states: consumer reported: no insulin flow when priming. Removes needle and non patient end is bent 3 shots per day. Does not have count or incident date new to injections. Lot: 9029745. Expiration date: 2024-01-31. Item: 320122. Consumer received 3 boxes on her last refill in june.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that no insulin is flowing during priming and the non-patient end needle was noticed to be bent. Event description per snow case states: consumer reported: no insulin flow when priming. Removes needle and non patient end is bent. 3 shots per day. Does not have count or incident date. New to injections. Lot: 9029745, expiration date: 2024-01-31, item: 320122. Consumer received 3 boxes on her last refill in june.